Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, and subsequently expired on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separate products and associated with MDR #'s 1225714-2013-01414, 1225714-2013-01415, and 1225714-2013-01416.